Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) bottom half had an erratic display with lines. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit and verified the reported malfunction. The customer provided the cse with a graphic user interface (gui) liquid crystal display (lcd) panel, and backlight inverter printed circuit board (pcb). The cse installed the gui lcd panel, backlight inverter pcb, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it eas observed to be operating within manufacturing specifications. (B)(4).